Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. . Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 190-000j/ lot m162309 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-430 / lot m162309. Test base part number 190-000j / lot m162309. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m162309 showed that the complaint rate is (B)(4). In conclusion, the manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on an unknown sample. The customer reported that the patient tested positive with now covid-19 assay and negative with smart gene on the same day. The customer reported that on the next day pcr confirmation testing generated negative results. The customer reported that this is the 3rd false positive with 1400 tests. No additional patient information, including treatment and outcome, was provided.